Manufacturer narrative:
Concomitant medications (2003 and ongoing): aspirin, seroquel, nitroglycerin, metoprolol, isosorbide and simvastatin. Please note that the patient did not provide a telephone number nor is there is listing per internet searches. Therefore, a telephone contact number is not available for this report. (B) (4) myocardial infarction. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Unsuccessful attempts made to date to obtain further information from the patient.

Event description:
A consumer called, requesting replacement stent cards, and additionally reported an adverse event. Approximately 7 years ago the consumer experienced a "heart attack" and had placement of a cypher stent in ICD for an unknown reason. Approximately 6 years later, the consumer experienced a "second heart attack." Treatment reported was overnight hospitalization and the placement of an unspecified stent in an unknown vessel for an unknown reason. The event has resolved.

Manufacturer narrative:
A consumer called requesting replacement stent cards and additionally reported an adverse event. Approximately 7 years ago, the consumer experienced a "heart attack" and had placement of a cypher stent in ICD for an unknown reason. Approximately 6 years later, the consumer experienced a "second heart attack." Treatment reported was overnight hospitalization and the placement of an unspecified stent in an unknown vessel for an unknown reason. The event has resolved. Past medical history reported included cad. Attempts to contact the reporter were frustrated as the reporter did not leave a contact phone number or consent to contact any physician to retrieve more information about the event. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Myocardial infarction is a known potential adverse event following stent implantation. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the patient's progression of cardiovascular disease may have contributed to it.